Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low, but her blood glucose was not low and the insulin pump was going into threshold suspend. Blood glucose value was between 90 and 100 mg/dl. Customer stated that then the sensor will also read high around 260 mg/dl, but her blood glucose was 140 mg/dl. The insulin pump was constantly alarming and shutting off. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.